Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of physical stress during user handling, causing the charged-couple device (ccd) unit to be damaged. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions: caution ¿·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd¿. Precaution for disappeared or frozen endoscopic image; warning ¿·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.6 inspection of the endoscopic system inspection of the endoscopic image ¿3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities¿. Chapter 5 troubleshooting ¿if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had an image problem. The device was presenting no image, the image was unrestorable, with no error code, the entire screen became black and showed no images and was unable to be restored. The temporary, restorable, nature of the black image was unconfirmed. Additionally, the bending section cover had scratches and deterioration of the adhesive due to physical stress, the exera ID chip had no data, the control body had a minor scratch on the boot, the scope connector had minor chips on the boot, and the control knob was clicking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope upon moving body of bronchoscope it appears there is a short within the connection as it becomes noisy, black, then back to the picture again. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm.